Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The manufacturers' representative (rep) reported that he could communicate with the implantable neurostimulator but the patient programmer could not. The patient noted that the therapy was turning on/ off. There were no impedance measurements taken. There was no further information provided about this event. If additional information is received, a follow up report will be sent.